Event description:
The customer called to report a failed battery test alarm. The customer then stated that she was hospitalized three times for high blood glucose levels. No dates were given. The customer felt that the hospitalizations were due to the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.